Manufacturer narrative:
A complete lead was returned in one piece. The reported event of failure to extend helix was confirmed. The cause of the reported event was isolated to the helix being clogged with blood/tissue. The reported events of r-wave amp variation and impedance problem were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead presented with fluctuating pacing lead impedance and sensing post implant. Lead dislodgement was suspected and a lead revision was attempted. During the procedure, after repositioning the helix would not extend. Another attempt to extend the helix failed and the lead was explanted and replaced. The procedure was completed without any adverse consequences to the patient.